Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4). Product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurosti mulator (ins). It was reported that  when physician removed the curved stylet, the lead was straight, but when he inserted the straight stylet, the lead appears to be curved and wabbly. The rep reported that the physician had a difficult time steering the lead. The physician did end up getting the lead in at the correct location and is implanted in the patient.